Event description:
It was reported that the atrial lead was exhibiting far-field r-wave oversensing when atrial sensitivity was programmed 0.15mv. Infrequent p wave undersensing was also reported. The company's technical services consultant suggested atrial lead repositioning/replacement. The physician does not feel atrial lead revision is an option due to the patient being medically frail. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.